Manufacturer narrative:
On july 14, 2021, the mentor failure analysis lab received two devices for evaluation, it cannot be determined which device is the suspect medical device for the reported rupture, since the two received products have the same volume engraved, both devices were found damaged per analysis findings. On july 28, 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel siltex mod-rnd 400cc breast implant had two tears (a and b) on the anterior view, measuring approximately 2.2 cm and 3.4 cm, respectively. Additionally, siltex cracking was observed within each tear. The evaluation determined that the cause of the ruptures is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This supplemental report is for the left sided device. Right side device findings is being reported separately. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with a 400cc mentor memorygel breast implant and experienced breast implant rupture on her left side postoperatively. The patient underwent bilateral explantation and replacement with catalog number 3505430bc; serial number (B)(4) on the left side, and with catalog number 3505400bc; serial number (B)(4) on the right side on (B)(6) 2021.